Event description:
This event was reported as dehiscence. No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed calcification wihtin each leaflet which resulted in stenosis of the effective oriffice area, leaflet disruptions, including detachment of the right and left-coronary cusps, and incomplete coaptation. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcifiction. These findings would account for the symptoms noted clinically. H6: 86 = x-ray anlaysis. F10: device code = 1077